Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the 3dmax mesh (device #1). An additional supplemental emdr was submitted to represent the composix e/x mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2004 ¿ patient was diagnosed with ventral in lower quadrants thereby underwent laparoscopic repair with implant of one 3dmax mesh (device #1) and two synthetic mesh. Per operative notes, ¿in left lower quadrant, hernia was noted around the previously placed mesh. The hernia was reduced and 3dmax mesh (device #1) was placed in left side and sutured. The right lower quadrant hernia was reduced and two synthetic meshes were placed and sutured.¿ (note: the previously placed mesh was unknown). (B)(6) 2009 ¿ patient was diagnosed with incarcerated umbilical hernia with partial bowel obstruction thereby underwent laparoscopic repair with implant of composix e/x mesh (device #2). Per operative notes, ¿incarcerated umbilical hernia with omentum and colon stucked in hernia was noted. Adhesions were reduced and composix e/x mesh (device #2) was placed in the peritoneal cavity and sutured.¿ (B)(6) 2014 - patient was diagnosed with recurrent left inguinal hernia with contracted mesh (device #1) thereby underwent robotic assisted laparoscopic repair with removal of mesh composix e/x (device #1) and partial removal of 3dmax mesh (device #2) and implant of unknown mesh. Per operative notes, ¿the adhesions from previous meshes (device #1 and #2) were taken down. The mesh (device #2) in epigastrium was completely excised. In left groin, the mesh (device #1) was contracted with hernia. The mesh (device #1) was partially removed and defect was closed with sutures; a synthetic mesh was placed.¿ (note: the mesh implanted in this procedure is unknown).